Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the edges of screwdriver round off and it is difficult to remove impactor handle from trial cup, then from trident hemi cup."